Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending angulation was out of specifications. It was also observed that the nozzle was clogged by a black rubbery material. As a result of this clog, there were air and water flow issues. This finding was due to insufficient cleaning, handling or storage of the scope. Upon further inspection, it was observed that the insertion tube and universal cord was buckled. It was also observed that the glue of the bending section cover was separated. It was observed that the charge-coupled device cover glass was chipped. It was also observed that the plastic distal end cover was damaged. It was observed that the scope cover was cracked and had a leak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope handle is not functional, and due to this, the scope could no longer perform retrovision. Additionally, the customer also reported that the air and water channel is blocked. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the black rubbery foreign material that was clogged in the air/water nozzle occurred due to insufficient or incorrect reprocessing. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device issue was found after the procedure. The diagnostic procedure was for a colonoscopy. The procedure was completed with the same set of equipment. B3: was updated with the event date provided by the customer. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
During a follow - up with the user facility, it was confirmed that: the device issue was found after the procedure. The diagnostic procedure was for a colonoscopy. The procedure was completed with the same set of equipment.